Manufacturer narrative:
The ventilator's turbine was found defective. The provided logs confirm a technical error indicates turbine module failure. Technical error te 69. The ventilator was investigated on site by our sale subsidiary service engineer. To solve the issue, the blower module assembly was replaced and sent for further investigation. The provided logs confirm the reported error at the date of the reported event. The returned blower module was placed in a ventilator for simulated use testing and passed the pre-use check and ventilation was run for 8 days without deviation. It was not possible to reproduce the error. A similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. Based on the information above, this complaint will be closed. A correction of field # d1 brand name, # d4 version or model #. D1: brand name, previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4: version or model #: previous version or model #: servo-air. Corrected version or model #: 6882000. D4: unique identifier (UDI) #: previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).